Event description:
It was reported that the patient experienced a fluid leak in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.5cm aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Further information was received that the cuff was perforated and the physician decided to change the device due to longevity of the implant duration.

Event description:
It was reported that the patient experienced a fluid leak in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.5cm aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.